Event description:
Swivel ratchet not holding on left head and right foot caster.

Manufacturer narrative:
Technician found swivel ratchet worn, tech replaced left head and right foot caster to resolve.